Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the moderately tortuous and severely calcified cephalic vein. After a non-bsc guide wire passed through the lesion, dilation was performed with a 4.0mmx40mmx40cm sterling balloon catheter. However, on initial inflation at 6 atmospheres for 5 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported.